Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning, a decrease in impedance and out of range threshold. The lead was capped and implantable pulse generator (ipg) system was replaced with leadless ipg. No patient complications have been reported as a result of this event.